Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e601 analyzer. The patient's sample was sent from the early pregnancy unit. The patient's initial hcgb result was 0.1 iu/l. The result was converted to <1 iu/l by the host and reported outside the laboratory. The initial result was incompatible with the clinical picture of the patient, and the sample was repeated. The repeat result was 1889 iu/l. There were no adverse events. The hcgb reagent lot number was 167584 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in the (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. Calibration signals were within expectations and quality control results were close to target. A reagent issue was not evident. The analyzer performance testing data did not indicate an issue with the instrument. It was noted the customer was not centrifuging the samples to the tube manufacturer's specification and the customer was not using the recommended rack adaptors.